Event description:
Revision surgery after 2 years and 9 months due to pain. The surgeon revised the cup, head, and liner. The surgery was successfully completed.

Manufacturer narrative:
Batch review performed on 20 apr 2026 lot 2303358: (B)(4) items manufactured and released on 10-may-2023. Expiration date: 2028-april-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Lot 2302189: 98 items manufactured and released on 22-march-2023. Expiration date: 2028-march-01. No anomalies found related to the problem. To date, 97 items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.